Event description:
Original analysis of the complaint determined that the complaint was associated to exemption. During failure investigation on 3/14/2007, the reported failure was confirmed. The failure was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.